Manufacturer narrative:
No components were returned to the manufacturer for analysis. They were discarded by the user facility. Replacement parts were sent to repair the bed.

Event description:
It has been reported that the cpu board on the bed was not functioning properly. No injury reported.